Event description:
The facility stated that the haptic broke off while attempting to advance the lens through the cartridge prior to implant. There was no pt injury. It is unk if there was a product malfunction.